Event description:
After an unsuccessful attempt at inserting this inferior vena cava filter, it was noticed that the barbs of the filter were protruding out of the sides of the delivery sheath. The information received from the field states that this female patient was presented to the interventional lab for insertion of a trapease vena cava filter. The indication for the filter insertion was dvt in the right leg found by ultrasound. The patient also had a small retroperitoneal bleed prior to filter insertion and was running a high fever. The physician made a left femoral stick and inserted the introducer sheath. The femoral vein was described as very tortuous. When the physician attempted to insert the filter, it became stuck in the sheath. The physician removed the product and opened a new device (same lot number). He attempted the same procedure and this device would not go through the sheath. The device was removed, and retracted into the delivery sheath. The physician completed the procedure by using a jugular vein approach and inserted the second filter into the patient. There was no consequence to the patient. Following the procedure, the physician inspected the first device and found that the barbs of the filter were protruding out of the delivery sheath.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.